Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the failure was not determined. However, it is likely that the error occurred due to communication failure caused by cable failure. After reviewing the instruction manual at the time of the product shipment as to damage to the cable, the following description is found. It is determined that the phenomenon indicated can be prevented by this. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus communication error code e224 on the camera head. The reported issue was observed during preparation for use. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned for evaluation. During testing and inspection of the device, it was determined that the cable unit failed and required replacement. Additionally, the evaluation revealed the following findings: switch 1 was not working properly, no click sound and rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.